Manufacturer narrative:
Concomitant medical products: 5568-45, lead. Implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
An internal review of data transmitted from the device showed ventricular sense counts in the less than 40bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up indicated that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Correction: initial 'date received by manufacturer' correction to 15 oct 2018. If information is provided in the future, a supplemental report will be issued.